Event description:
In early 2009, the lay user/pt contacted lifescan (lfs) alleging that he received a glucagon injection from the paramedics after he obtained an alleged inaccurate high meter reading on his onetouch ultrasmart meter. The medical affairs specialist (mas) was unable to contact the pt for additional information about the incident; therefore, the following information was obtained from the customer care advocate's documentation. At an unspecified date/time, the pt developed symptoms of being sweaty. The details regarding the events leading to the pt's symptoms, such as his activity levels, meals, previous meter readings, and medications were not provided. The pt claimed that at 4pm in late 2008, which was after he had already developed the symptoms, the inaccurately high issue started when he obtained a "112 mg/dl" on his meter. It was noted that the pt did not take any actions in regards to his diabetes management as a result of the alleged high meter reading. The pt claimed that 15 minutes after obtaining the inaccurate high meter reading, the paramedics arrived. The pt's blood glucose levels were "18 mg/dl" according to the paramedic's meter. The pt was reported treated with a glucagon injection. No other blood glucose results were reported. Based on the provided information, this complaint is being reported because the pt received treatment for hypoglycemia after obtaining an alleged inaccurate high meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.